Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter casing was broken. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she broke the subject meter approximately 7 months prior to contacting lfs after stepping on it accidentally. The csr noted that the patient manages her diabetes with insulin (set dosage). It is not known if the patient made any changes to her usual diabetes management regimen after the alleged issue began. The patient claimed that ½ month to 1 month after the subject meter broke she developed symptoms of feeling nauseated, sweaty and shaky. The patient reported that she went to the emergency room (ER). At the time of arrival to ER, the patient stated her blood glucose was "29 mmol/l (522 mg/dl)" when tested with an ER/hospital meter and was treated with insulin and IV fluids. Prior to when the subject meter broke, the patient mentioned she had been obtaining elevated blood glucose readings of "11 and 12 mmol/l" with the subject meter. At the time of troubleshooting, the csr noted the alleged issue was as a result of misuse to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.